Manufacturer narrative:
The customer's product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1458008) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer reported that on an unspecified date/time "last may" she received "low" readings from her adc blood glucose meter and provided readings of "200, 300 and 400", which were also perceived to be erratic. Customer further reported experiencing "sweating" and "was not feeling good", so she went to sleep, but later when her husband and son attempted to awaken her, she was not responding. Customer noted experiencing both a seizure and a loss of consciousness. Customer's healthcare provider was contacted by phone and she was advised to call the paramedics. Customer was treated on the scene with an intravenous infusion of unknown type and unspecified "shots". There was no report of death or permanent injury associated with this event.